Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance by guiding the caller through resetting the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The caller was advised to contact support again if the malfunction reoccurred.